Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during inflation contrast leak was observed from the balloon lumen. The system was pulled back and a new valve was prepared and implanted in the patient successfully. The patient was noted to be doing well post. Additional information provided indicated the balloon had been able to successfully de-aired. Normal resistance was felt by the operator during valve alignment. The balloon of the delivery system was not inflated as the contrast solution had gone out of the system.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences as it was discarded by the facility. No relevant imagery of the event was provided. During the manufacturing process, the entire delivery system undergoes multiple 100% inspections. The inspections include the following: general specification for s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, balloon pleat, fold, & forming, final inspection and flex catheter and balloon catheter leak test. Additionally, the work order undergoes product verification testing as a requirement for lot release. Lot samples are taken for commander functional product verification testing and commander tensile product verification testing. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A review of lot history revealed one other complaint for ¿balloon ¿ leakage¿. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be confirmed if a manufacturing nonconformance contributed to the reported event. However, available information patient/procedural factors likely contributed to the reported event. Complaint data for the previous 12 months (B)(6) 2017 through (B)(6) 2018) was reviewed for the commander delivery system (all models and sizes). No manufacturing non-conformances that would have contributed to the reported events were identified. A review of complaint data for (B)(6) 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). The edwards s3 commander kit instruction¿s for use (IFU), the device preparation manual, and the procedural training manual were reviewed for guidance involving delivery system usage. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or relevant imagery, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Though the location of the leak could not be confirmed, one potential cause of the leak may have been a tear in the crimp balloon. Previous complaints have shown that the area of the crimp balloon proximal to the I/c bond can become damaged/weakened during valve alignment. Performing alignment in a non-straight area could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the area proximal to the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. However, available information indicates that patient/procedural factors (calcification/tortuosity, excessive manipulation, and/or alignment in a non-straight section) likely contributed to the reported event. Review of complaint history revealed that the complaint rate did not exceed the monthly control limits for the trend category. As such, neither a product risk assessment (pra) escalation nor corrective action is required. Although the exact failure mode of the complaint was unable to be determined, and CAPA may relate. These documents address the crimp balloon torn failure mode.